Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm displayable history crc check failed on startup and unexpected restart. Customer's blood glucose at time of incident was unknown. Customer was advised that pump needs to be replaced.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test. No unexpected restart alarm noted during testing. All operating current measurement was normal. We were unable to download using carelink professional due to alarm in pump history screen. An alarm was found in pump history due to corrupted history file. The pump was received with cracked reservoir tube lip.